Manufacturer narrative:
The actual i.v. Set in the reported incident was returned to the MFR to be evaluated. Although the report indicated a crack was noted at upper joint before the y-site in clear portion of the tubing, no cracks were noted at that location or anywhere else on the set. No visual mfg defects were noted. The set was physically leak tested per specification. No leaks were noted on the set. The reported leakage could not be duplicated and the sample was found acceptable. Although no inventory remains of the reported lot, the house retain samples for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design specification, passing the joint integrity test. There are no other reports of this nature against the reported lot number or catalog number. No specific conclusions can be drawn.

Event description:
As reported by the sales rep, per the user facility: during administration of chemotherapy, leaking at upper port, crack noted at upper joint before y site in clear portion of tubing. Additional info provided by the facility indicated no one suffered any adverse sequela associated with the reported incident. The facility reported no additional info is available.